Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 9. There was no adverse impact to the customer¿s blood glucose level. The customer used a different wall adapter to put the pump into storage mode and worked with technical support to reset the pump, which resolved the issue. The pump recognized original tandem charging supplies after resetting, and the customer was advised to continue using the pump and to call back if the malfunction recurred.